Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The caller was advised to continue using the pump and to reach out if the issue reappeared, which the caller acknowledged.